Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with vega ps trial femur box. It was reported that a small tab on the side of ns825r was broken when the surgeon tried to impact this piece. This incident occured during surgery. None of the fragments fell into the patient, but one broke onto the floor. No additional intervention was mentioned. There was no patient harm. The adverse event/malfunction is filed under (B)(4).

Manufacturer narrative:
Investigation results: no product at hand, therefore an investigation is not possible. Batch history review: the traceability of articles without batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer (backtrack). In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records. This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. Conclusion and root cause: based on the information available it is not possible to determine a possible root cause for the failure. Most probably the failure is usage related. Rationale: in the light of the small amount of information received and due to the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a root cause for the mentioned failure. A probable root cause could be that the device was hammered in too hard because the slot for the femur box was not well prepared- and therefore the device was mechanically overloaded. A CAPA is not necessary.